Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 496 mg/dl with high ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the contact with tandem technical support, the customer was still admitted in the ICU with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Additionally, it was reported that the customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer did not realize they were going high. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.